Manufacturer narrative:
Results: the core wire was fractured approximately 173.0 cm from the proximal end of the pusher wire. The platinum wire was unwound but intact, and the bulb was intact with the platinum wire. The pusher wire had kinks in multiple locations. Conclusions: evaluation of the returned device revealed the core wire was fractured and the platinum wire was unwound, but the sep5 bulb was intact with the platinum wire and not separated from the rest of the sep5. Fracture of the core wire may have occurred due to forceful retraction of the sep5 against resistance, and allowed the platinum wire to unwind. The root cause of the resistance experienced by the physician could not be determined. Further evaluation revealed the pusher wire was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return to penumbra. The cat5 mentioned in the complaint was not returned for evaluation. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the branchial artery using an indigo system separator 5 (sep5). During the procedure, the physician noticed that the tip of the sep5 was not moving in conjunction with proximal end of the sep5 within the indigo system aspiration catheter 5 (cat5); therefore the cat5 was removed with the sep5 inside. Upon removal, the physician found that the distal tip of the sep5 was stretched and unusable. The procedure was therefore completed using a new sep5. There was no report of an adverse effect to the patient.